Event description:
It was reported that during lead implant, the novel right ventricular lead exhibited insulation wrapping upon failing to be advanced into the septum. It was noted that due to fibrotic tissue, the electrical parameters of impedance and capture threshold were noted to be high. The procedure was completed using an alternate lead on 22 jan 2024. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance, inadequate capture and ¿barber pole effect of insulation¿ were not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Final analysis did not find any anomalies.